Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the left eye of a female patient. Reportedly, the lens rotated 90 degrees requiring lens repositioning one week after implantation. No patient injury was reported. Va (visual acuity) before rotation: 1 day post op: 20/60 j1+, 5 days post op 20/60 j1 va after rotation: 1 day post op 20/30 j2 additional information was received and it was learnt that the patient was seen again by the surgeon on (B)(6) 2017. The patient was reported doing well (20/30 j1). No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.